Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient stated that early in the morning they felt sick to their stomach. Patient also was vomiting and felt chest pain. Patient stated 10 minutes after that they had strong stomach pains. Patient stated they smelled insulin before going to hospital. They then noticed a little leakage from the pod. Patient was admitted to the intensive care unit (ICU). The patient stated they lowered blood sugars with insulin through intravenous therapy and they gave them something for the acid reflux.